Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and would like to troubleshoot. Customer does not recall any significant events leading to the error but stated that pump went through a metal detector. Customer's blood glucose was 331 mg/dl at the time of incident and indicated that they went to the hospital for the high blood glucose. Troubleshooting found that the device was working as designed and to call back if any further issues with pump.